Manufacturer narrative:
Continued: e1: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported, right side device rupture. Diagnosed by ultrasound. The device has been explanted and replaced with another manufacturer's device.

Event description:
Physician reported right side device rupture diagnosed by ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h6.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening, assessed as an unidentified tear. The shell thickness within specification. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced with another manufacturer's device.